Manufacturer narrative:
To date, information suggests that this medical device has been explanted but not yet returned to the boston scientific post market quality assurance laboratory for analysis purposes. As new information becomes available, this report will be further evaluated and updated. Investigation is considered closed at this time.

Manufacturer narrative:
Most recently, it was determined that the decision rationale associated with this reported information should be updated from malfunction to serious injury, given the early surgical intervention as a result of a product performance issue. This device still has not been returned to boston scientific. The device has been requested for return. As no further information concerning this report is expected at this time, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, displayed a battery status of end of life (eol). The monitoring voltage was 2.45 volts and the charge time was 31 seconds. There was a concern that the battery depleted earlier than expected. This device was recommended for immediate explant. There were no reported adverse patient effects associated with this clinical observation.